Manufacturer narrative:
The technician found grease had migrated to the hi/low drive brake drum which caused the drift. He cleaned the brake drum to repair the bed.

Event description:
Info received indicates the hi/low function is drifting downs slowly.